Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding for six weeks') and suicidal ideation ('suicidal thoughts') in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, postpartum state and twin pregnancy. Concurrent conditions included postpartum depression. Concomitant products included sertraline hydrochloride (zoloft) since july 2013 for postpartum depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced suicidal ideation (seriousness criterion medically significant), migraine ("migraines"), back pain ("back pain"), polymenorrhoea ("bled twice with at the tops between 8 hours and two days"), vision blurred ("blurred vision") and depression ("depression"). In (B)(6) 2014, the patient was found to have weight increased ("40-50 pounds weight gain/ 60+ pounds weight gain") with feeling abnormal. In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("my period for 5 weeks"). On an unknown date, the patient experienced unevaluable event ("problems since day one"). The patient was treated with surgery (plaintiff was e-free almost a year). Essure was removed. At the time of the report, the genital haemorrhage, migraine, back pain, polymenorrhoea, menorrhagia, vision blurred and depression had not resolved, the suicidal ideation and unevaluable event outcome was unknown and the weight increased had resolved. The reporter provided no causality assessment for back pain, depression, menorrhagia, migraine, polymenorrhoea, suicidal ideation and vision blurred with essure. The reporter considered genital haemorrhage, unevaluable event and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: 60+ pounds weight gain. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In this particular case, also an unspecified adverse event was reported. However, the reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Case was upgraded to incident. Outcome for event weight gain was resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.